Manufacturer narrative:
The covidien customer service engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the membrane, and the overlay to resolve the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, an ht70 ventilator alarm silence/reset button was found to be non-functional. There was no pt involvement.